Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has confirmed that multiple wires in the ECG ¿c and d¿ cables were pinched. The root cause for pinched cable was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing adjust belt messages.